Manufacturer narrative:
The reported filter leak was not confirmed. Visual inspection of the received unused device showed no defects. The device was also leak tested per product specifications; no leaks were observed. The device performed as it was intended.

Manufacturer narrative:
The device has been received by the manufacturer for further evaluation but the investigation has not yet begun.

Event description:
It was reported that the device involved in the event experienced a paclitaxel leak at the filter attached to the proximal lumen. There was no harm to the patient reported. No additional information is available at this time.